Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's my carelink heart application is displaying the device battery longevity estimation at three years. The patient further reported that the battery longevity dropped from six years to three years in a short amount of time. The device remains in use. No patient complications have been reported as a result of this event.